Manufacturer narrative:
The customer contacted a siemens customer care center. The customer reported that when they tested ten patient samples for cardiac troponin I (tni-ultra) on the advia centaur cp instrument, discordant tni-ultra results were obtained on two samples. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse: observed air bubbles in wash 1 lines and primed the lines; replaced the bent reagent probe and the male connector that connects the valve manifold to wash 1 container; performed dark count, air sample/air pressure test, and dispense tests on all ports of the wash station, resulting acceptably. The customer also ran quality controls (qcs), resulting within acceptable ranges. Then, the cse ran a precision test and reagent pressure test, which resulted out of specifications. The cse returned to the customer's site and: replaced the reagent probe bubble detector, ribbon cable, reagent probe, reagent probe syringe, valve block manifold, and injector; primed the lines; ran reagent probe calibrations and reagent probe pressure test, resulting acceptably; performed weekly maintenance, and ran precision studies on two patient samples, resulting acceptably. Then, the customer ran qcs, resulting within acceptable ranges. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on the same instrument and an alternate advia centaur cp instrument, resulting lower. The customer reported that the results obtained on the alternate instrument correlated with the patients' electrocardiography (ECG) and these results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.